Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up and pacemaker check. The check-up noted consecutive premature ventricular contractions caused by atrial undersensing. Sensing and capturing during the in-clinic check were appropriate. The physician elected to not do any reprogramming at this time. The patient was asymptomatic and would be monitored.